Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was not delivering insulin. Customer's blood glucose level was 378 mg/dl. Customer's father delivered an insulin injection to address elevated blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.